Event description:
A pk papyrus covered stent system was selected for treatment. The patient had a perforation in the diagonal. While attempting to advance the pk papyrus to the lesion, the graft material came off of the stent. The stent remained attached to its balloon shaft. The graft material still had a wire through it, so a balloon was advanced through the graft material, was inflated and the balloon together with the graft material was withdrawn. The stent was never deployed.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and was subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. The stent was returned separately still located on the shaft of the balloon used for retrieval. The stent is severely deformed at the proximal end, several struts are everted. A stripped off cover could not be confirmed. Based on the provided documentation, the technical investigation, and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.